Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump is "not feeding". They stated that it occurred during testing. Mmdg did follow up with the initial reporter to obtain additional information, but they stated that they did not have any further information regarding the complaint. (B)(4).